Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead sheath was pulled away from the wire at the distal end. It seemed to be an out-of-box failure and the cause was not determined. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during the initial implant procedure, the lead looked defective; the sheath was pulled away from the lead, exposing wire. It was noted that the lead was not used; it was replaced by a different lead and the issue was resolved. There were no patient complications reported as a result of this event.